Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: a portion of the guide wire remains in patient anatomy. Device issue: guide wire separation. It was reported that the case involved an ami patient. The lesion was pre-dilated with another company's 2.0 x 15mm balloon catheter. Then, a 3.0 x 28 mm vision stent was implanted in the mid rca and post-dilatation was done using a nc mercury balloon catheter. Then, as there was another lesion present in the mid distal rca where thrombosis was observed, the mini vision stent delivery system (sds) was advanced over another company's guide wire towards the mid distal rca; however, it got caught either at the edge of the vision stent or the calcification immediately proximal to the deployed vision stent. Thus, tapping was performed to advance the sds but in vain. Then, when the sds was pulled back, the stent dislodged and only the sds was removed. No resistance was met when withdrawing the sds. The lesion was examined on angiography and the proximal part of the dislodged stent was confirmed to be slightly flared. Attempts were made to collect the dislodged stent using a snare device. The gooseneck snare was advanced over the other company's guide wire but was unable to reach the stent. Thus, a microcatheter was advanced over the guide wire and the guide wire was removed. Then, with the microcatheter remaining in the lesion, the gooseneck snare was advanced towards the stent, inside the microcatheter. The whisper ms guide wire was advanced through the outer diameter of the stent and vessel wall, past the distal edge of the dislodged stent. The tip of the whisper ms guide wire was bound with loop of the snare device. Then the gooseneck snare and the whisper ms guide wire were pulled to retrieve the stent. However, during the attempts to remove the stent implant, the stent implant became severely damaged and completely mangled, leaving the whisper ms guide wire, the snare device and the stent implant stuck with each other. The mangled stent, the whisper ms guide wire, and the gooseneck snare remained in the vessel and another company's floppy guide wire was advanced past the mangled stent. A 2.0 mm balloon catheter was advanced over the floppy guide wire and the lesion was dilated to improve the blood flow, next, a 3.0 mm balloon catheter was advanced but it did not go past the stent. Poba was aborted as blood flow improved. A final attempt was made to collect the stent, the whisper ms guide wire and the snare device. The guiding catheter was deeply engaged close to the stent, then the whisper ms guide wire and the gooseneck snare device were pulled into the guiding catheter with force, when the guide wire and the gooseneck snare device detached. The stent, the loop of the snare device, and the tip of the whisper ms (2-3 cm in length) remained in the vessel. An intra-aortic balloon pump (iabp) was inserted into the vessel and the patient was sent to ccu. No surgery was planned as of 2008. Reportedly, the patient would be in the ccu anyway, even if the event had not occurred as the patient was not in a stable condition before the pci. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - according to the IFU, the guide wire is intended to facilitate placement of balloon catheters during pta and ptca. It appears that the guide wire was being used with a snare device to try to catch a dislodged stent, which is not the intended use. Used in this context it would be easy to damage the guide wire tip, and it could becomes tangled in the stent struts. Further damage can occur when trying to withdraw the damaged devices as they may have weakened and/or been positioned in the vessel in way that would make withdrawal difficult. The most likely reason for the damage is the devices were fixed or stuck in the vessel and too much force was applied to try to withdraw them.